Event description:
Medtronic (covidien) received information that a patient presented with for nvi and niii nerve compression symptoms was diagnosed with a giant left unruptured partially thrombosed saccular aneurysm (dome 12 mm, neck 6mm)located at the cavernous segment of the carotid siphon and was attempted to be treated with pipeline flex. It was reported that the access vessel was left internal caroty artery with diameter of 4.25 mm and a 6 fr introducer sheath was positioned in the common carotid. The exit of the pipeline flex from the tip of the marksman was challenging due to friction during delivery. The pipeline flex distal portion (almost 1cm) was pushed out but did not fully open at the distal segment (3-4 mm from tip). Two re-sheathing attempts were made with no result. The physician did not unsheath the pipeline past the resheathing marker. Meantime the system was falling proximal so the aneurysm neck would be missed. The physician shaped the guidewire tip but did not steam shaped the catheter tip. The entire system was removed for analysis and a solitaire ab 5x20 with coils were used to treat the aneurysm. After aneurysm coiling, a carotid cavernous fistula was noted, with draining in the lateral sinus, so patient was embolized through trans-jugular access with coils to stop the bleeding in the sinus. The patient is currently in good condition. Medications utilized were dual antiplatelet 5 days prior to procedure as required by protocol.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline device were returned for evaluation. The pushwire was found inside catheter. The pipeline was still attached to the pushwire. The tip coil was found damaged. The distal end of the pipeline was not opened due to damage braid. The proximal end of the pipeline was found fully opened. The pushwire was noted kinked three different locations. The microcatheter body appeared to be accordioned. Based on the above findings, the customer's report was confirmed. It is likely that the damaged pushwire, braid and microcatheter may have contributed to the reported issues. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.